Event description:
Procedure: hernia. According to the reporter: the surgeon tried to inflate and deploy balloon to gain working space. The balloon would not inflate and the surgeon said it felt as though air was not even passing through the valve. Current patient status: recovering did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.) : multiple balloons were pulled until one worked.

Manufacturer narrative:
(B)(4).